Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: x-ray images show the femoral component was implanted in flexion, which led to a large gap on the anterior face. The femoral component did not fit the bone tightly as evident by the anterior gap, which likely contributed to the loosening. Eval: no product was returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that approx eight months post-op the pt experienced pain and swelling on the left knee. A revision is pending due to aseptic femoral loosening. Implant date is unknown.